Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. As received, the electrode belt was found to have a distorted front-back and side-side signal. The cause of the distorted signal was due to a damaged wire. The root cause of the damaged wire cannot be positively identified but was likely caused by excessive force on that section of cable. No adverse event resulted from the intermittent cable. The patient received a replacement electrode belt.

Event description:
A review of service data detected a reportable event. During servicing, electrode belt (B)(4) was found to have a distorted front-back and side-side signal. The last patient to use this electrode belt did not report any deficiencies.